Event description:
The customer's boyfriend reports she rec'd a reading of 199 mg/dl and then treated with insulin. This resulted in the customer becoming slow acting, as if drunk, and the customer lost consciousness at the hosp. The customer was treated for hypoglycemia in the ER. The customer's reported blood glucose from the hosp was 1.9 mmol/l. The changed unit of measure was noted at the hosp. The customer's meter is one in which the unit of measure can be changed by the customer.

Manufacturer narrative:
F/u report will be submitted if the product is returned for eval.